Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that during surgery the first accord tensioner locking mechanism doesn't hold properly. It will disengage when tightening. A second accord tensioner was having issues at the moment of tighten the device. Instrument needs to be replaced due to wear and tear to avoid future issues. The procedure was finished using a backup device from s+n. A delay was reported more or less than 30 minutes. No injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.